Event description:
It was reported the tip of the inner blade was returned separated from the rest of the blade. There was no report of patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The returned device was reviewed by quality engineer. The 1 used sample showed evidence of customer use; biological contaminants were observed [based off of the reactivity with hydrogen peroxide]. When compared to the assembly drawing 66500084 revision d: the tip of the inner blade was returned separated from the rest of the blade which would have resulted in the reported malfunction [note: all portions of the blade returned indicating there were no ¿un-retrieved¿ device fragments]. The portion that detached measured 0.10¿. When viewed under magnification, the tip that broke off had an impact mark on the left hand side of the mouth opening indicating the damage occurred during forward motion. The front hub locking area was deformed which was caused by the handpiece locking mechanism while excess pressure was being applied to the blade during use. The proximal side of the front hub and the distal side of the inner hub were chewed up indicating they had made contact with each other. Per manufacturing specifications there is typically a space between the inner and front hubs. The inner and front hubs would be allowed to make contact with each other with a portion of the inner blade broke off which indicates the blade was used even after the tip broke. Excess [exceeded sufficient pressure required for operation] pressure applied to the blade during use may cause bur/blade fracture per the instructions for use 68e4066 revision k. (B)(4).